Manufacturer narrative:
B3: event date was estimated. Thrombus has existed since mar2022 but no intervention had been performed. Manufacturer's investigation conclusion: the suspected outflow graft obstruction and suspected outflow graft thrombus could not be confirmed through this evaluation as no images were submitted for review and the pump was not returned for evaluation. Additionally, a direct relationship between the device and the reported right heart failure could not be conclusively determined through this evaluation. Finally, evaluation of the submitted log files confirmed low flow alarms; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained events from 05may2023. The pump operated above the low speed limit for the duration of the log file. Persistent low flow events were recorded throughout the file. The log file appeared to show the system operating as intended. It was reported that (B)(6) will not be returned for evaluation. Review of the device history records (B)(6) showed no deviations from the manufacturing or qa (quality assurance) specifications. The heartmate ii lvas instruction for use (IFU) is currently available. The heartmate ii lvas IFU lists right heart failure, device thrombosis, and death as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU contains information regarding the preparation and attachment of the sealed outflow graft. This IFU instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. This section also discusses anticoagulation, including recommended inr (international normalized ratio) values. Section 6, under "right heart failure", discusses the potential development of right heart failure during use of the heartmate ii lvas and outlines the associated treatment options. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including inr range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions including the low flow hazard as well as the appropriate actions associated with them. The IFU states that the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023, the patient reached out stating that their controller was intermittently reading three dashes "---" for the flow without audible alarms. Pulsatility index (pi) readings were in the mid 2's, pump powers were around 4 watts, and pump rotations per minute (rpms) were 8800. At the time, the patient's blood pressure was within normal limits and their diuresis was increased during the day due to shortness of air. On (B)(6) 2023 at 0100, the patient called with continuous low flow alarms and was advised to go to the local emergency department (ed). While in the ed, the alarms subsided, and the patient was transferred to another hospital. Upon arrival at the hospital, they experienced low flows again at 07:30. The log file was mostly filled with pi events; the pump maintained the set speed on 8800 rpm and appeared to be operating as intended. The patient was started on milrinone and a computed tomography angiography (cta) was ordered for concerns of outflow graft occlusion. The patient was reported to have gore-tex in place around the outflow graft from their initial implant. The cta was performed with verbal reports of some narrowing of the outflow graft that did not warrant stenting. The low flows were felt to be from right ventricular (rv) failure. It was planned to continue to treat the heart failure. The rv failure did not exist before lvad implant and lvad related issues could have possibly caused or contributed to the rv failure due to the thrombus seen on the cta, although this not confirmed. A small amount of thrombus was noted in the outflow cannula with no significant change when compared to a cta performed in (B)(6) 2022. The inflow cannula appeared to be oriented appropriately. Stable ectasia of the ascending aorta was noted, reaching a maximum diameter of 41 mm. The cta also revealed a new left effusion and new ground glass opacities that were likely secondary to edema. New subcutaneous fat stranding was also seen anterior to the outflow cannula of uncertain etiology. There was not enough thrombus or narrowing of the outflow graft to explain the alarms and no intervention was performed. The patient was discharged home on hospice on (B)(6) 2023 and passed away on (B)(6) 2023. The death was not considered to be device related and the device operated as expected.